Event description:
Fill volume: 100ml. Flow rate: 2ml/hr. Procedure: gastric laparoscopic sleeve procedure. Cathplace: abdomen. Infusion started: (B)(6) 2015 at unknown time. Infusion ended: (B)(6) 2015 at unknown time. It was reported that a pump's infusion ended sooner than expected. It was reported that a physician ordered a 270ml pump to be underfilled to 100ml. Additional information was received on (B)(6) 2015: the nurse reported that the doctor had used a 270ml pump and instructed the pharmacy to fill to only 100ml, because the doctor did not want to use too much local anesthetic. The patient returned the following day to the operating room (or) with the pump discontinued. Additional information was received on (B)(6) 2015: it was reported that the surgeons usually use the 100ml single catheter pumps; however, at the time of the event, the 100ml pumps were not available. Therefore, a 270ml dual pump was used and underfilled to 100ml. Only 1 catheter was placed in the abdominal region. The other catheter was clamped off. The pump's infusion ended in approximately 24 hours. The incident was discovered by the nurse, while the patient was still in the hospital recovery room. The patient did not experience any symptoms of local anesthetic toxicity. The patient information and lot number for the device were unknown. Additional information was requested, however was not available. The pump was reported as discarded. It was reported that no further information was available.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. However, a use review was conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. It was reported that the doctor had used a 270ml pump and instructed the pharmacy to fill it to only 100ml, because the doctor did not want to use too much local anesthetic. The instructions for use (IFU) specifies, "caution: do not underfill pump. Underfilling the pump may significantly increase the flow rate. Filling the pump less than the labeled fill volume may significantly increase the flow rate." In addition, the IFU specifies, "delivery accuracy: when filled to the labeled volume, flow accuracy is ± 15% of the labeled infusion rates when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 88°f (31ºc) with the pump positioned 16 inches (40 cm) below the catheter site." Conclusion: the device was not returned to halyard for evaluation, however based on the reported information the device was not used in accordance with the instructions for use. It was reported that the facility did not have 100ml pumps available; so instead used a 270ml dual pump. They underfilled the pump to 100mls and clamped one of the catheter lines post-gastric laparoscopic sleeve. The doctor did not know that underfilling the pump could increase the flow rate. The facility was re-educated to always fill the pumps to nominal fill volume to achieve the labeled flow rate. An additional in-servicing was set-up with the customer. It was reported that there was no patient injury that occurred in connection with the use of the device. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.